Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient's blood glucose was high, 401mg/dl, had been experiencing a line blocked alarm and following re-priming the product and changing the site, a bent cannula was observed. The patient replaced the product to resolve the issue. The patient was managing their blood glucose with multiple daily injections. No symptoms were reported.